Manufacturer narrative:
The device was returned for analysis. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The device was sent for scanning electron microscopy (sem) analysis due to the noted hole in the balloon, the sem analysis stated, the balloon failure may be attributed to mechanical damage to the outer surface. The leak was located along the proximal end ring y/u strut impressions. Pinched material and mechanical damage were observed along the leak edge. It was reported the xience sierra stent delivery system (sds) was not prepped outside of the anatomy. After the device was successfully advanced to the target lesion negative pressure was applied in an attempt to prep the device and it was noted that blood flowed back into the indeflator device. It should be noted that the xience sierra everolimus eluting coronary stent system instructions for use indicates device preparation should be performed prior to the delivery system being inserted into the anatomy. In this case, it is unknown if the instructions for use (IFU) deviations related to incorrect stent preparation (negative pressure at the target lesion) may have contributed to the reported event. The leak would have been identified during device preparation if related to a manufacturing quality issue. The investigation was unable to determine a conclusive cause for the reported leak; however, factors that may contribute to leaks include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification and tortuosity. There was no damage noted to the stent delivery system (sds) during the inspection prior to use. It should be noted, the device was not prepped prior to insertion into the anatomy, preventing the ability to identify a leak prior to insertion. There is no indication of a product quality issue with respect to manufacture, design or labeling. Correction: code 2017 failure to follow instructions was removed.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a distal right coronary artery towards the ostium of the posterior interventricular branch. A 2.75x15mm xience sierra was not properly prepped per the instructions for use of pulling negative for 30 seconds to release neutral contrast to fill. The stent-balloon was still used and advanced to the lesion without issue. Once at the lesion, negative was pulled (before any inflation was to be performed) and it was noted that blood flowed back into the indeflator device. It was decided to remove the device and it was replaced with another of the same size to successfully complete the procedure. It was confirmed that no breakage of any kind was noted throughout. There were no adverse effects and no clinically significant delay. No additional information was provided.